Event description:
It was reported that the atrial lead was unable to capture at its maximum output. Due to this, since the year 2000, the device had been programmed to vdd pacing mode. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.